Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance measurements. With the unipolar configuration, the threshold measurement went to 0.6 volts from 2.5 volts. It was also reported that the patient would be seen in a couple months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.